Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No evidence of device malfunction was found in the engineering logs. The ilet was behaving as intended and can be seen reacting appropriately to cgm glucose values. The ilet was appropriately triggering device and cgm glucose alerts. Device data confirms hyperglycemia on the reported event date. A site change was performed at 1:56am the day of the event. The last cartridge and infusion set change before that occurred on (B)(6) 2024 at 11:49pm when the ilet triggered an out of drugalert. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on case notes and device data, the ilet operated as intended. This hyperglycemic event was likely caused by failure to follow the ketone action plan and replace the infusion set and check for ketones when experiencing prolonged hyperglycemia. There is also evidence of maladaptive behavior by the user with failure to use the device properly and in accordance with the user guide and device training by not announcing meals and over-treating hypoglycemia, indicated by periods of prolonged hyperglycemia as well as hyperglycemia following hypoglycemia. Both of these behaviors can contribute to variability as the ilet tries to respond to rapid and significant changes in cgm glucose. It is possible that the user's cancer diagnosis, related therapy and associated stressors as well as alerts not consistently being acknowledged may have contributed to the event and exacerbated the risk for hyperglycemia further. Chart notes on file do indicate a prior history of hypoglycemia unawareness, dka and wide fluctuations in glucose values. Multiple attempts to reach the patient to gather more details about this case have been unsuccessful.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 11/10/24 a nurse reported an ilet user experienced a high blood glucose (bg) event resulting in hospitalization. The event occurred on 11/9/24. On 11/13/24 a beta bionics customer care agent followed up with the user about the event. On (B)(6) 2024, the user was admitted to the hospital after experiencing high bg levels, which prevented them from receiving their scheduled chemotherapy treatment. Their blood glucose reached 458 mg/dl and remained elevated for over 24 hours. The user did not identify any issues with their infusion set, and no ketone testing was performed. They received manual insulin injections during their hospital stay, and their condition improved. The user was reconnected to the ilet system on (B)(6) 2024 and was kept in the hospital for further observation. The user's immediate symptoms included headaches and feeling unwell, but no long-term effects were noted. The user has since resumed use of the ilet system.